Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a digging into skin under the lifevest equipment. Patient described the area as indentations from wires digging into skin causing discomfort and redness. There was no alleged device malfunction contributing to the irritation it's unclear if the physician who spoke with support services, prescribed any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.